Event description:
It was reported by (B)(4) stryker medical service technician that the beds were delivered with damaged footboards. There were cracks on the footboards with exposed sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.